Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information or completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas plus in-line with siphon guard unitized was unable to be programmed after implantation, there was underdrainage and the device was revised. The valve was implanted to the patient via vp shunt, and the initial setting was 5. The pressures setting was changed to 4 post-operatively as a part of the plan of care; however, ventricular enlargement did not improve, and there was under drainage. Therefore, imaging was done and it revealed the pressure setting was at 7. The surgeon tried to change the setting with a tool kit but could not succeed. The revision surgery was performed. It is unclear if the programming was completed successfully when it was changed to 4, because there was some difficulty at that time. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected; no defects noted with the valve. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested; no issues found. A review of manufacturing records could not be performed as no lot number was provided. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.